Event description:
The customer reported that the system displayed a crack in the tube head which exposed the interior of the machine, and it was considered unsafe to use. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable, and no add'l service info was provided.